Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by deleting the old images. The philips field service engineer (fse) went onsite and analyzed the system logfile. The analysis identified the ippc and hard disk error. The cause of the ippc malfunction could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed by deleting the old images. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system displayed a low disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.